Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that 4 units of the device presented a nutrition leak between the tubing and the spike connector. The set was swapped three times and the same problem was detected. This event occurred during priming.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. A video was provided by the customer. Upon examining the video, leaking can be detected between the cross spike and the tubing line. Two used samples were received for evaluation. Visual and functional inspection was performed, and leaking was found between the bag and the cross spike. The reported condition was confirmed. The root cause and action plan will be documented through a corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.